Event description:
It was reported that a patient underwent an abdominal pull through procedure on (B)(6) 2014 and suture was used. During the procedure, the surgeon noted that the needle bent and then broke when removing from the needle holder. The needle fragment did not enter the patient but fell on the floor. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.